Manufacturer narrative:
A valleylab esu, model sse2l was being used on the pt when the event occurred. Following the event, it was possible to reboot and start centrimag support. It was reported that the pt did not suffer any deleterious effects from the event. This event was not considered a malfunction of the centrimag sys. The sys is designed to detect conditions which indicate unstable operation. If the centrimag sys detects an unstable condition, it is designed to alarm (audio/visual) and to stop the pump. This is what happened during this event. Following pump stoppage, the user is instructed via the labeling to attempt to reboot the sys and continue operation or to go to a backup console and motor, if necessary. Following testing, it was concluded that the interference from the valleylab sse2l electrocautery unit triggered the alarm and stoppage of the pump consistant with the design. Although there was no malfunction, nor death or injury to the pt attributed to the emi event, this MDR is being filed to be consistent with our reporting of two other electrocautery events.